Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and found damaged (cracked) main body. Leak testing, clear passage test, and clamp function test were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was found in the blue mainbody of a minicap transfer set. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.